Manufacturer narrative:
Device repairs for implementation of (B)(4).

Event description:
Field service engineer (fse) informed philips quality that this customer directly informed him that they were experiencing reboot issues involving the information center ix associated with admit/discharge/transfer operations after (B)(6) 2018. There was no patient incident.